Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown robotic procedure on an unknown date and barbed suture was used. The suture broke during use. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil and a suture piece were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body were observed and the end of the suture appeared to be cut by the use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the returned sample the cause of the reported event is suggested to be from an improper handling of the sample.